Event description:
Customer reported that a patient sample with a previously identified anti-e is now testing negative with vs547. Customer reports the testing against lot# vs547 was repeated and confirmed to be negative. In (B)(6) 2012, a 1+ reaction was observed against vs511 (1+). An anti-e was identified using a 0.8% resolve panel, lot # not provided. The anti-e was detected in the mts gel system. All described testing performed in the mts anti-igg gel cards lot# not provided with a 15min incubation. Customer did not perform any additional testing on the current patient sample such as an antibody identification panel to compare reactivity with the screen or an antibody titer. Customer reports that qc testing of lot# vs547 was acceptable, has normal appearance and has been stored according to the package insert indications. No reports of any incorrect or erroneous results being reported as result of this reported concern.

Manufacturer narrative:
Ocd performed retained testing and a batch record review. Results were satisfactory. (B)(4).